Event description:
It was reported that, "the shrink wrap on the implant was unbroken but after we opened it we noticed that the plastic inside the packaging was broken and the item was not sterile because of this. A new implant was opened and used for the case." There was no adverse consequence for the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.